Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - snaps when trying to cap the glenoid, pieces left in the patient.

Manufacturer narrative:
See h4, h6, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2020-01267; s-200014, s303 - broke/cracked/damaged, instrument failure if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.